Manufacturer narrative:
The customer's complaint of the thermogard console sn (B)(6) displayed an air trap warning alarm message was not confirmed during the review of the event logs and functional testing. However, traces of saline were noted on the printed circuit board (pcb) of the air trap sensor block, possibly resulting in an intermittent malfunctioning air trap sensor block. The cause for the saline traces likely was an overflow of saline into the air trap holder, caused by a leaking start-up kit (suk) or user mishandling. However, there was no recent previous event found for a leaking suk associated with this thermogard console. During visual inspection, traces of saline were observed on the board of the air trap sensor block, related to the reported complaint. No other physical damage was noted on the thermogard console. The event log review showed no significant discrepancies. The thermogard console passed the initial functional test without any fault or error. The reported "air trap" warning message" was not reproduced, however, the air trap sensor block was replaced as a preventive precautionary measure. Following service, the thermogard console passed the final functional test and electrical safety tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for the thermogard console with serial number (B)(6).

Event description:
As reported, the thermogard console sn (B)(6) displayed an air trap warning alarm. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.